Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on 13 november 2017, a battery impedance of 3.8 kohms and an estimated residual longevity of 30 months were displayed on the programmer. On 9 november 2018, a battery impedance of 7.2 kohms and an estimated residual longevity of 8 months were displayed on the programmer. On 8 february 2019, the device was found to have reached its recommended replacement time (rrt) and was replaced. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, on (B)(6) 2017, a battery impedance of 3.8 kohms and an estimated residual longevity of 30 months were displayed on the programmer. On (B)(6) 2018, a battery impedance of 7.2 kohms and an estimated residual longevity of 8 months were displayed on the programmer. On (B)(6) 2019, the device was found to have reached its recommended replacement time (rrt) and was replaced. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.